Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Femur fracture during the tka. Surgeon assume that this event occurred because of poor bone quality and too much ostectomy. Is there any problem in making the box?